Manufacturer narrative:
The manufacturing review did not indicate that this complaint was due to the manufacturing process. A historical complaint data and trends related to serious adverse events (saes) was performed and no adverse trends were identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint sample has not been received for evaluation and the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr803.56 when additional reportable information becomes available. (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A report of an end user that developed a corneal ulcer while wearing the lenses was received via internet. It was reported that a few months ago the end user experienced stinging, scratching and burning, and conjunctivitis with lenses manufactured in (B)(4). The end user switched to an alcon daily lens and decided to discontinue use of lenses due to them being "very expensive". After three months, the end user returned to use of the air optix aqua lenses and reported to experiencing poor comfort. The end user removed the lenses and the eyes were very dry, red and had stinging sensation. The end user visited a doctor and was diagnosed with "ulcer because contaminated contact lenses". No further information was provided or is expected.